Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy255028h), showed no anomaly found.

Event description:
It was reported that difficulty was encountered while advancing a lead into implantable neurostimulator (ins) during a surgical implant procedure. It was stated that a second implantable neurostimulator (ins) was used and both devices had difficulty advancing the lead. The second ins was implanted. The motor response of bellows and toe flicks were seen. The patient did feel stimulation when the amplitude was increased. It was reported 4 days later that the second ins was opened used to resolve the issue. The patient was receiving effective therapy. Please refer to mfg. Report # 3004209178-2014-12124, as this report pertains to the second ins that was used and subsequently implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).